Event description:
Arjo became aware of an incident involving sara flex lift. During a patient transfer to bed a patient let go her hands from the handles and fell. The knee strap of the sling wasn't installed. The patients sustained double fracture of the fermur that was operated. No malfunction of the device was found.